Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report no delivery alarms in the insulin pump. The customer stated she was hospitalized for diabetic ketoacidosis and kidney failure. The blood glucose reading was 847 mg/dl. Troubleshooting revealed motor error alarms in the alarm history. Nothing further was reported.